Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device had a model variant tested, and no defect was found with the device. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced unintended direction of the zoom and zoom suddenly stops. There was 1 event with patient involvement the patient experienced pain.